Manufacturer narrative:
This report is filed february 16, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced post operative facial paralysis due to inflammation. The patient was examined and it was determined that the patient had developed a wound healing disorder. Subsequently, the patient underwent a procedure to clean the site (date not reported). The implanted device remains.